Manufacturer narrative:
The investigation determined the issue is consistent with insufficient operator maintenance.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas 8000 c 702 module. The sample initially resulted in a glucose value of < 0.2 mmol/l. The sample was repeated twice, resulting in glucose values of 5.8 mmol/l and 5.5 mmol/l.